Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that for the past week and a half they have been having issues with the controller 'locating' the implanted neurostimulator. Pt stated that it could take 3-4 hours to charge the implant and last night it took a couple hours to get from 40% to 70%. Caller also stated that the controller screen turns white and they had to reset the controller to get it to come back on. Pt stated they have also seen system problem rm06. Caller added that they have to constantly adjust the belt to keep it on their back where the little disc is. Caller mentioned that they used to wear a t-shirt underneath so they could put the belt on so it's not on their skin but last night the belt wouldn't locate the disc in their back at all so they took their t- shirt off and right now they are on the skin and the paddle is not getting hot at all which normally does get a little warm which is tolerable. Agent walked pt through resetting the controller. Pt confirmed no physical damage on recharger cord, pins, controller connector port pins and stated all the areas are clean. Pt then connected recharging antenna and confirmed charging excellent; controller was at 80% and implant was at 90% excellent and then pt saw poor. Pt then saw replace controller batteries soon message appear. Pt stated when they move a little 'it goes off'. Pt stated they charge the ins with stimulation on - agent reviewed information. See previous case for the report of caller mentioned they had the recharger replaced in the past because the paddle was getting hot. A replacement recharger telemetry module (rtm), controller and battery pack was sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the [recharger], model [97755-s], s/n (B)(6), revealed. Analysis found: no anomalies were visually observed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.